Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a sensing issue. The device remained implanted. The patient's condition was stable and the patient would continue to be monitored.

Manufacturer narrative:
Date of event should have been blank rather than (B)(6) 2018.

Event description:
New information notes the device exhibited under-sensing leading to false pause episodes. The device was reprogrammed on (B)(6) 2018.